Event description:
It was reported by repair work order that the jack had malfunctioned. Upon inspection of the unit by the service technician, it was identified that the hydraulic jack would not fully lower or raise.

Event description:
It was reported by repair work order that the jack had malfunctioned. Upon inspection of the unit by the service technician, it was identified that the hydraulic jack would not fully lower or raise.